Manufacturer narrative:
The customer requested assistance in obtaining retrospective data for a patient that coded. The customer did not allege a device malfunction. The nurse had removed the patient's data from the system accidently. The response center clinical engineer verified the issue with the customer over the phone. No on site service was requested and none was provided. There was no device malfunction of the equipment that would require evaluation by a qualified service provider. The response center clinical engineer reviewed the alarm logs and provided the customer with the data, to resolve the issue. A review of the central station alarm logs indicated that on (B)(6) 2014 for bed #p515 from 01:47:41 until 11:01:09, there were 38 vtach; 4 vfib/tach and 2 asystole alarms generated at the central station, all of which were silenced at the central station. There is no data to support a philips device malfunction. No further action or investigation is warranted.

Event description:
The customer requested assistance in obtaining retrospective data for a patient that coded. The customer did not allege a device malfunction. The nurse had removed the patient's data from the system accidently. This is being reported as a serious injury. The patient coded.